Manufacturer narrative:
Citation: holy ew et al. Long-term durability and haemodynamic performance of a self-expanding transcatheter heart valve beyond five years after implantation: a prospective observational study applying the standardised definitions of structural deterioration and valve failure. Eurointervention. 2018 jul 20;14(4):e390-e396. Doi: 10.4244/eij-d-18-00041. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term durability and performance of self-expanding transcatheter heart valves beyond five years post-implant. All data were collected from a single center between september 2007 and december 2011. The study population included 152 patients (predominantly female, mean age 81 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, a total of 95 deaths occurred with a median time of 3.4 years from implant to death. Of these deaths, 66 were considered cardiovascular deaths due to various causes such as procedure-related complications, stroke, myocardial infarction, sudden cardiac death / arrhythmia, heart failure, or unknown. Of the 66 cardiovascular deaths, six occurred within 30 days of implant which were characterized in a supplementary table as ¿procedure-related (vascular complication, bleeding, aortic or ventricular rupture)¿. No further details were provided on these deaths. Based on the available information medtronic product may have caused or contributed to these deaths - most specifically the aortic rupture. Among all patients, adverse events included: moderate to severe aortic regurgitation with intervention, myocardial infarction, major stroke, major bleeding, major vascular complications, acute kidney injury, and new permanent pacemaker. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction: added adverse event observation of paravalvular leak (pvl). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term durability and performance of self-expanding transcatheter heart valves beyond five years post-implant. All data were collected from a single center between september 2007 and december 2011. The study population included 152 patients (predominantly female, mean age 81 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, a total of 95 deaths occurred with a median time of 3.4 years from implant to death. Of these deaths, 66 were considered cardiovascular deaths due to various causes such as procedure-related complications, stroke, myocardial infarction, sudden cardiac death / arrhythmia, heart failure, or unknown. Of the 66 cardiovascular deaths, six occurred within 30 days of implant which were characterized in a supplementary table as ¿procedure-related (vascular complication, bleeding, aortic or ventricular rupture)¿. No further details were provided on these deaths. Based on the available information medtronic product may have caused or contributed to these deaths - most specifically the aortic rupture. Among all patients, adverse events included: moderate to severe aortic regurgitation with intervention, paravalvular leak, myocardial infarction, major stroke, major bleeding, major vascular complications, acute kidney injury, and new permanent pacemaker. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.